Event description:
Report received in 2005 from a consumer , medical/surgical history not provided, who received injections of hylform on an unknown date to an unknown location. One day post treatment, the patient experienced a "terrible" sore throat. The following day the patient was admitted to the hospital with angiodema in the throat. No further information was provided. Additional information was received in may 2005 from the consumer, who stated they have no known allergies and no history of autoimmune disease and was taking fosomax(alendronate sodium) for osteoporosid. They received injections of hylaform to the vermillion border in 2005. And began to experience a sore throat which became increasingly worse; they were admitted to the hospital for treatment. Additional information was received in may 2005 from a staff member in a physician's office, who provided lot number, and stated that they ahd not seen the patient since the treatment date, and they were not scheduled for any appointments. No further information was provided. Qa performed a review of the production and quality control documentation for hylaform plus lot j04013. All documentation are complete and in order. The product met specifications at release. No associated non conformance noted.